Event description:
It was reported that during pharyngeal pouch procedure, the device misfired. The instrument was removed from the patient and tested with a new reload and again it misfired. The case was completed with no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and without a cartridge. It was disassembled to verify the condition of the internal components and three trigger teeth were found broken. No functional test could be performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaints information is trended to determine if further investigation is warranted.